Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the flow rate was marginal to good during therapy. At the time of the call to ms&s, the patient had completed rewarm and was currently maintaining normothermia. The pads were well fitted to the patient. The foley and rectal probe temperatures were correlating. The patient's temperature was 35.7c and the water temperature was at 41.9c. It was noted that the patient had overshot the target temperature during therapy to 38c. The nurse reported that precedex had been administered about 6 hours prior to the call due to shivering, but no other changes in patient status other than temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the flow rate was marginal to good during therapy. At the time of the call to ms&s, the patient had completed rewarm and was currently maintaining normothermia. The pads were well fitted to the patient. The foley and rectal probe temperatures were correlating. The patient's temperature was 35.7c and the water temperature was at 41.9c. It was noted that the patient had overshot the target temperature during therapy to 38c. The nurse reported that precedex had been administered about 6 hours prior to the call due to shivering, but no other changes in patient status other than temperature. Additional information has been requested regarding this event but not received.